Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to transient decrease of uncorrected visual acuity post-op due to residual refractive error. The lens was exchanged for a same size but different diopter power lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. Postoperative residual refraction does not cause loss of bcva but ucva. The file does not provide any non-optical reason for the loss of bcva which appeared to be transient. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width, axis and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event was transient decrease of ucva after implantation secondary to a residual refractive error. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).